Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician received episodes of non-sustained rv oversensing due to t-wave oversensing via merlin.net transmissions. Intermittent loss of capture was previously suspected. Current episodes possibly due to loss of capture followed by r-waves conducted in the atrium on the left side. Programming changes were suggested. Further actions will be discussed with the physician. No further information is available at this moment.

Event description:
New information was received indicating that there was oversensing and intermittent loss of capture on the right ventricular (rv) lead. The device was reprogrammed and the patient's condition was stable and will continue to be monitored.